Event description:
Procedure type: lap gastric banding. Pt gender: unk. According to the reporter: the orvil could not get connected to eea stapler. The surgeon first tried it with an eea25 and then realized that he would need an eeaxl25. The second attempt with eeaxl25 and with the same orvil did not work either. Subsequently a laparotomy was performed. A new orvil was placed and a new eeaxl25 was used successfully. Surgery was extended by three and a half hours.

Manufacturer narrative:
Initial report sent: 02/22/2008.